Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "f-49" was confirmed in during product evaluation. The assignable cause was identified as a defective main battery, as there was a malfunction in the real time clock data. The main battery was replaced and all configuration option settings were reset per the service manual to resolve the reported problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-49. This condition had the potential to interrupt delivery. This condition was found in the medicine ii area upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.